Event description:
According to the reporter, the unit shuts off when unplugged. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump shuts off when unplugged .the unit was triaged and the customer¿s reported condition was confirmed. An issue was found with the main printed circuit board. As a result, the printed circuit board was replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.